Event description:
The pump was returned for investigation. Investigation revealed misaligned keypad button contacts. This report is made based on results of investigation completed on 12/23/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: the keypad rubber was undamaged. The pump powered ¿on¿ and displayed the ¿verify¿ screen. All buttons responded properly to presses. The keypad was removed from the base and no contamination was found to the key¿s contacts. The "up" and "down" key contacts were found misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).